Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reporting during a routine office visit, that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was unable to be interrogated. The physician reported moving the patient and programmer to different rooms in the facility. Using 2 different programmers and 2 different headers. It was noted that the latitude home monitoring system has not been able to upload information from device since (B)(6) 2025. At which time the estimated remaining battery longevity was 3 years. The patient advised, to their knowledge, no therapy has been provided by the device. A request was made to have data from this device analyzed. A technical service (ts) consultant provided recommendations to use a magnet to do a soft reset of the device. The magnet application demonstrated normal beeping tones as expected but device remains unable to be interrogated. Ts provided additional troubleshooting steps. The patient will return to the clinic in 1 week to attempt and interrogate device. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this patient returned for a follow up appointment. During the appointment, this s-ICD device could not be interrogated. The patient reported being asymptomatic and receiving no known therapy. A technical service (ts) consultant provided recommendations for a device replacement. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative).

Event description:
It was reporting during a routine office visit, that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was unable to be interrogated. The physician reported moving the patient and programmer to different rooms in the facility, using 2 different programmers and 2 different headers. It was noted that the latitude home monitoring system has not been able to upload information from device since (B)(6) 2025. At which time the estimated remaining battery longevity was 3 years. A request was made to have data from this device analyzed. A technical service (ts) consultant provided recommendations to use a magnet to do a soft reset of the device. The magnet application demonstrated normal beeping tones as expected but device remains unable to be interrogated. Ts provided additional troubleshooting steps. The patient will return to the clinic in 1 week to attempt and interrogate device. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this patient returned for a follow up appointment. During the appointment, this s-ICD device could not be interrogated. The patient reported being asymptomatic and receiving no known therapy. A technical service (ts) consultant provided recommendations for a device replacement. At this time the device remains implanted. No adverse patient effects were reported. New information was received indicating that the device is communicating, however there are several magnet resets. Rhythmcare advised of a gradual increase in shock impedance within normal range (100 ohm to 180 ohms). Recommended to follow patient on latitude closely. The device remains implanted. No adverse patient effects were reported. New information was provided indicating that this s-ICD device was surgically explanted due to telemetry and interrogations issues. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned.

Event description:
It was reporting during a routine office visit, that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was unable to be interrogated. The physician reported moving the patient and programmer to different rooms in the facility, using 2 different programmers and 2 different headers. It was noted that the latitude home monitoring system has not been able to upload information from device since 15jun2025. At which time the estimated remaining battery longevity was 3 years. A request was made to have data from this device analyzed. A technical service (ts) consultant provided recommendations to use a magnet to do a soft reset of the device. The magnet application demonstrated normal beeping tones as expected but device remains unable to be interrogated. Ts provided additional troubleshooting steps. The patient will return to the clinic in 1 week to attempt and interrogate device. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this patient returned for a follow up appointment. During the appointment, this s-ICD device could not be interrogated. The patient reported being asymptomatic and receiving no known therapy. A technical service (ts) consultant provided recommendations for a device replacement. At this time the device remains implanted. No adverse patient effects were reported. New information was received indicating that the device is communicating, however there are several magnet resets. Rhythmcare advised of a gradual increase in shock impedance within normal range (100 ohm to 180 ohms). Recommended to follow patient on latitude closely. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.